Event description:
It was reported "[pilot balloon] was deformed so [it] could not [be] used". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10313 et tube, hvt, 6.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the pilot valve was severely damaged as it was pressed shut. This damage would prevent a syringe from attaching to the pilot valve and inflating the device. A non-conformance has been opened to further investigate this complaint issue.

Event description:
It was reported "[pilot balloon] was deformed so [it] could not [be] used". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. After review of one picture provided by the customer, it was confirmed the defect reported by the customer. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.